Manufacturer narrative:
Device evaluation: smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun as the device is currently in transit to the investigation site. Smiths medical will file a follow-up report detailing the results of the evaluation once it is completed.

Event description:
A report was received stating that the tracheostomy cuff pressure was found leaking during patient use. Additional air was able to be added to the cuff through the inflation without issue. After 10 days in use, tracheostomy tube was replaced and a small tear was found on the pilot balloon. No incident related medical sequela was reported.